Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right atrial channel, due to this inappropriate anti-tachy response (atr) episodes were recorded. It was suspected that this was due to a recent procedure being performed, affecting the right atrial lead performance, however, it could not be confirmed. Reprograming of the system was discussed. Further information was received that this device exhibited undersensing on the ventricular channel and was suspected to exhibit oversensing of atrial signals as well. Boston scientific technical services (ts) discussed since this patient has an abandoned ra lead, it could be lead chatter. Additionally, the right atrial (ra) lead exhibited varying amplitudes. Further evaluation was recommended. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right atrial channel, due to this inappropriate anti-tachy response (atr) episodes were recorded. It was determined that this was due to a recent procedure being performed. Reprograming of the system was discussed. This device remains in service. No further adverse patient effects were reported.